Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Visual examination of the returned product/provided pictures identified there was fluid within the tubing and the interior of the battery pack was corroded due to water damaged. Inspection of the interior of the handpiece found the o-rings of the plunger were stuck under the plunger inside the plastic housing preventing movement. Functional testing determined the device would not function when connected to the original or lab battery pack. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that saline water wasn't running on this device during surgery. There was no harm or delay, but during evaluation of this device, the batteries were found to have corrosion damage. No adverse events were reported as a result of this malfunction.